Event description:
A caller reported an occlusion alarm. The customer's blood glucose level did not exceed 500 mg/dl, and there was no adverse impact reported. The issue was consistently resolved by changing the infusion set and cartridge. Given the frequency of the occlusions, additional troubleshooting was initiated, but no clinical reason for the alarms was identified. A replacement pump was recommended and the customer continued using the current pump, with an alternate insulin method as a backup if needed.